Event description:
The customer reported that the device indicates a loudspeaker error and no alarm sound can be heard during turning the device on and during operation. At the time of the alleged malfunction, the device was being used for clinical monitoring. No patient harm was reported.